Event description:
It was reported that catheter entrapment on guidewire occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the catheter got stuck with the non-boston scientific guidewire. Both devices were removed as one unit, and the procedure was completed with a different device. No patient complications nor injuries were reported.